Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a continuous elevated blood glucose (bg) level ranging from 396-397 mg/dl; cause was not known. A correction bolus was delivered and a manual insulin injection was administered to address bg. In addition, assistance from an endocrinologist was required to change the pump settings. At the time of the report with tandem technical support, a pump system check was performed and verified the pump functioned as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.